Manufacturer narrative:
Device expiration date is unknown because device lot number is unavailable device manufacture date is unknown because device lot number is unavailable.

Event description:
A lead extraction procedure commenced to remove three leads: a right ventricular(rv), a right atrial (ra) and a previously capped left ventricular (lv) lead due to non function. In addition, a functional lv lead was also present, and was not targeted for extraction. With use of spectranetics 14f and 16f glide light devices along with lead locking devices (lld's)to be used to apply traction on the leads, the physician encountered heavy scarring on the ra and rv leads which required the physician to switch back and forth in extraction attempts, between leads and 14f and 16f glide light laser sheaths. With no significant progress being made beyond the superior vena cava (svc), the physician then switched to use of a spectranetics 11f tight rail device to attempt removal of the rv lead. It was reported that the md didn't pull device handle to engage the blades of the tight rail device; instead, she gently pushed the device to the svc, to the point of prior stalled progression. The patient's blood pressure drastically and suddenly declined. Rescue efforts commenced immediately, including rescue device and sternotomy. A 2 mm tear was discovered in the svc. This injury was successfully repaired while the patient was on bypass. It was reported the patient is recovering well (please refer to MDR 1721279-2019-00194 which was submitted to capture the svc injury). The ra, rv and lv leads targeted for removal were capped, with an lld remaining in each lead, and were not removed from the patient. The physician attempted to unlock the lld's to remove them prior to capping the leads, but was unsuccessful. This report is submitted to capture the ra lead and lld which was cut and capped and left in the patient's body. The physician has been reminded via a letter that the lld is not intended for implantation.